Manufacturer narrative:
Mar. 10, 2016 - an analysis of the device data has been received. The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode, because it detected invalid memory content during an automatic signature check. The automatic signature check is initiated every 24 hours. The invalid memory content was detected during the signature check on (B)(6) 2015 at 12:00 am. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will-by design- activate the backup mode to assure the patients safety. While the ICD was in backup mode two therapies were delivered by the device on (B)(6), confirming the clinical observation, and on (B)(6) 2015. Please note, that in general the backup mode program will be loaded from an unalterable memory. Therefore the vf detection criteria are fixed in backup mode to cover the widest possible patient population. Furthermore, the device data showed that the ICD was re-initialized on (B)(6) 2016 at 01:54 pm. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. The follow-up data generated after the re-initialization process showed no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, patient was in backup mode. Patient was successfully re-initialized and taken out of back up mode. Device error shown to be (B)(6) 2015. Shocks in back-up mode message on (B)(6) 2015. Patient was reportedly shocked on this date. Threshold, sensing and impedance values are all normal. Device remains implanted.